Event description:
Two (2) size 8 dct, disposable cannula low pressure cuffed tracheostomy tubes would not inflate. This was detected during procedure set-up in the or when it was observed that the cuff on the 8dct device appeared "stuck" and tore during attempts to inflate. A second 8dct device was brought to the or where the same problems were encountered. A third 8dct device was tested and placed with no further problems encountered. There was no direct pt involvement or reported compromise. The 8dct devices were returned to the MFR on 3/26/97 and processed to the quality analytical lab for decontamination, analysis and investigtion.